Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed bubbles in the lines. The failure mode is the ise reference valve and ise tubing. The fse replaced the ise reference valve and ise tubing to resolve the issue. Age or date of birth, weight, and ethinicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).